Event description:
It was reported that there was a temperature problem in an arctic sun device that was not cooling under 24°c. No water in chiller tank, chiller temperature (t4) was 24 ° c. The connector of the mixing pump was disconnected. Per review of wo on (B)(6) 2023, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a disconnected mixing pump. During evaluation, it was confirmed that the unit was not cooling properly. Mixing pump was reconnected. The device underwent and passed testing after all repairs. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a temperature problem in an arctic sun device that was not cooling under 24°c. No water in chiller tank, chiller temperature (t4) was 24 ° c. The connector of the mixing pump was disconnected. Per review of wo on (B)(6)n2023, there was no patient involvement.